Event description:
A cartridge change error was reported with the pump, and there was no adverse impact to the customer's blood glucose level. Customer technical support (cts) guided the caller through several troubleshooting steps, including inspecting the cartridge o-ring, cleaning the pneumatic tap area, and following on-screen instructions to successfully load the cartridge onto the pump. The caller was able to resume insulin delivery, and cts recommended monitoring the system's performance. The caller was informed that replacement cartridges would be sent, which they understood and acknowledged.